Manufacturer narrative:
(B)(4). Concomitant products: stent: resolute integrity; other: abbott implants (3.0x28mm, 3.5x28mm). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the patient had prior percutaneous coronary intervention (pci) in the right coronary artery (rca) with a non-abbott drug eluting stent (des) in 2014 due to a myocardial infarction (mi). On (B)(6) 2015, the patient was treated for chronic total occlusion (cto) of the proximal to mid left anterior descending (lad) and proximal left circumflex (lcx) arteries. After sizing the vessels with intravascular ultrasound (ivus), 3.0 x 28 mm and 3.5 x 28 mm implants were deployed in the lad and a 2.5 x 38 mm xience prime was deployed in the lcx. Post-dilatation was performed on all implants with final residual stenosis less than 10%. Ivus confirmed that the implants were well apposed to the vessel wall. The rca was good. On (B)(6) 2015, the patient returned with chest pain. The implants in the lad and lcx were 99% restenosed and the non-abbott des in the rca was 70% restenosed. A drug eluting balloon was used to treat the restenosis. The final patient outcome was good. It was confirmed that the patient had been compliant with dual antiplatelet therapy (dapt) and it suspected that the patient had dapt resistance. A blood test was done and the results were normal. No additional information was provided.